Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported during a revision right total hip arthroplasty due to metallosis, the surgeon was attempting to remove a metal on metal hip that was found to be cold-welded together when a crack at the top of the femur was noted. The surgeon then performed an extended trochanteric osteotomy to complete the extraction. All components were then removed without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, bone was brittle, femoral head was cold welded to stem, and crack at the top of the femur as reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.